Event description:
It was reported by service report that the brake/steer pedal is stuck and will not go into brake mode. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2010. The cg stated they discarded the setup and started therapy over again the next day with new supplies. The patient finished the box of supplies with no further issues and the incident has not reoccurred. The bag that was part of the separation had a red pull ring and a spike connection. There was no patient injury associated with the incident and the patient continued therapy on the cycler with no further issues. The patient knows the proper procedures.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report a separated connection with the homechoice (hc) machine during dwell 1 of 4. The heater bag fell off the heater and became disconnected. The technical service representative (tsr) assisted the caregiver (cg) with the end therapy early procedure and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.